Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 180 mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer was able to complete pump rewind. The customer was unable to check alarm history due to keypad issue. The customer was unable to complete motor error troubleshooting because of keypad anomaly. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 512 mg/dl. The customer was treated with syringe. The customer stated buttons are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.